Manufacturer narrative:
Device evaluation: the unfolder cartridge 1mtec30 was not returned for investigation. However, one picture of the reported 1mtec30 cartridge was provided. The cartridge was observed with a deformed tip, confirming the reported issue. Manufacturing records review: the manufacturing lot number is unknown. Therefore, the device history record review and complaint history review could not be performed. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions, precautions, and warnings for the proper use and handling of the product. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Lot#: unknown/not provided. Expiration date: unknown as product lot number was not provided. UDI #: a complete UDI # is unknown as product lot number was not provided. If implanted; give date: n/a (not applicable). The cartridge is not an implantable device. If explanted; give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. (B)(6). Device manufacture date: unknown as product lot number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the cartridge tip was cracked, causing damage to the zcb00 lens. The lens was stuck in the cartridge. There was a delay of 5 minutes to use a new lens. There was no patient contact. No additional information was provided to abbott medical optics.